Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: pump returned with moisture behind the display lens. Damage to pump observed near the upper right corner between the display lens and the cover. Review of pump history shows the last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test show leak due to damage to pump case. Removed pump cover; internal moisture was observed in the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 400-500 mg/dl with nausea, but no ketones. The patient received no unusual treatment. The reporter alleged the pump casing was cracked and moisture was visible behind the display. This complaint is being reported because of the damaged pump and the patient having hyperglycemia.